Event description:
A medtronic rep reported that a surgeon was navigating the right tactile probe when the tracking stopped. The camera icon showed a cross and camera details said there was no connection to the camera. The position sensor unit (psu) continued cycling on and off the camera communication did not re-started. After troubleshooting during surgery, the system was restored, and the surgeon was able to complete the procedure with navigation. There was no impact on the pt outcome.

Manufacturer narrative:
Medtronic rep attempted to shutdown the synergy spine 2.0 application, however, the software froze. The medtronic rep used the power button to shutdown the stealthstation s7 and then re-started; everything was working properly and the surgeon was able to complete the case. Various log files have been collected for eval. Software has not been evaluated as of the date of this report.